Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s right atrial lead [sn: (B)(4)] and right ventricle lead [sn: (B)(4)] both relayed noise. Both leads were explanted and replaced. The patient was stable after the procedure.